Event description:
It was reported pt underwent surgery with a g3 nail. In 2008, the surgeon found through x-ray that the lag screw had slid more than necessary. The surgeon revised the lag screw to a short sized lag screw.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be submitted on a supplemental report.